Event description:
It was reported that during a da vinci nissen fundoplication procedure, the patient's stomach was punctured. The surgical procedure was completed. According to the initial reporter of this complaint, the patient underwent multiple procedures for repair of the reported injury.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the patient's intra-operative complication. There is no report that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. During the surgical procedure, an error code 32003 occurred. An error code 32003 signifies that the vessel sealer instrument was not able to drive the cutting blade across the full range of travel during a cut command. This could be caused by a dirty vessel seal instrument or attempting to cut very thick and/or unsealed tissue. This is an engineering advisory only and does not indicate any system malfunction. It is unclear if the vessel sealer instrument error code was related to the reported patient injury. This complaint is being reported due to the following conclusion: the patient was found to have sustained puncture injury to the stomach while undergoing a da vinci surgical procedure. However, at this time, the cause of the patient's injury is unknown.